Event description:
The reporter did meter to laboratory comparison tests, approximately 30 minutes apart. Reporter's readings were 44 and 344mg/dl, respectively. Reproter did not have any symptoms. During troubleshooting, the reporter got an er2 message, and there was a question regarding possible trauma to the meter; no further info was provided. On followup, the reporter indicated checking the confirmation dot on the test strip. Reporter correct testing technique. No harm was alleged.